Event description:
A customer reported a cartridge alarm 20 on their insulin pump. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Tandem technical support decided to replace the pump, providing the customer with instructions for returning the old pump and using the new pump with updated software. The customer planned to use multiple daily injections as a backup for insulin delivery. They received guidance on storage mode and agreed to return the old pump using the provided return box and pre-paid label. The replacement pump required a signature upon delivery.